Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an exploratory laparotomy with a bowel procedure, the device was fired and no staples were there. Another device was used to complete the case with no pt consequence.